Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that when the centrimag backup system was booted up to test prior to priming the primary system for a patient, the backup system displayed an m2 motor disconnected alarm that would not clear. The customer inspected the cable connection and no visible issues were found. They then attempted to disconnect and reconnect the motor and the alarm alerted again. The motor was taken out of service and a new motor was connected to the backup console. No further alarms were shown and the system was left on and running for a prolonged time with no issues.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of an m2 motor disconnected alarm active was confirmed via analysis of the returned motor. The centrimag motor (serial number (B)(6)) was returned and evaluated on (B)(6) 2022. During the evaluation, the centrimag motor was placed on a test loop. The motor cable was flexed near the body of the motor which caused an ¿m2 motor disconnected¿ alarm on the test console, confirming the reported issue. The motor was then removed from use and was scrapped due to it not being a repairable item. The motor was then forwarded to ppe for further analysis. During ppe analysis of the motor, a cable continuity test was then performed on the cable and elevated resistances were observed on some of the underlying wires. The cable jacket and shielding were dissected to reveal that the yellow, green, brown, white, gray, blue and pink wires had kinks in them. No conductors were visible. The root cause of the reported event was determined to be due to the wire fatigue in the motor cable; however, the root cause of the wire fatigue could not be conclusively determined through this analysis. The 2nd generation centrimag system operating manual, rev. M, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. M, section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2 alarms. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.